Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately two weeks after implant, the implantable cardiac monitor (icm) incision site was " weeping" and had not healed, and that the device had migrated. The icm remains in use. No further patient complications have been reported as a result of this event.